Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the pump rewinding during the night. Customer's alarm history was okay and the drive support cap was flush. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for 1 day, no unexpected rewind anomaly noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump was received with cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.